Manufacturer narrative:
There was no injury alleged with this event, however this product malfunction allegation of bed rails locking but not staying up is likely to cause harm with a harms and severity score of greater than 2. Product has not been returned for evaluation. No RMA issued. Bed owner¿s manual: 1134867 rev d lists the following warnings and instructions: note: refer to the bed rail entrapment risk notification guide at www.invacare.com for additional safety information. Check all parts for shipping damage and test before using. In case of damage, do not use. Contact a qualified technician for further instruction. After any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely. If the unit is not working properly, call a qualified technician to examine the unit and repair it. Always test to make sure that the side rails are properly and securely in place before using the electric bed. Bed rails: these bed rails are intended to prevent an individual from inadvertently rolling out of bed. Do not use for restraint purposes. Although bed rails are not rated to any specific weight limitation, the bed rails may become deformed or broken if excessive side pressure is exerted on the bed rails. This bed rail is not an assist rail for getting into or out of bed. Do not use the bed rails as push handles when moving the bed. After any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely. Bed rails with dimensions different from the original equipment supplied or specified by the bed manufacturer may not be inter-changeable and may result in entrapment or other injury. To reduce the risk of entrapment make certain that the bed rail crossbraces do not exceed the width of the mattress. Mattress must fit bed frame and side rails snugly to reduce the risk of entrapment. Rail owner¿s manual: 1049390 rev g lists the following warnings and instructions: note: check all parts for shipping damage before using. In case of damage, do not use the equipment. Contact the dealer/carrier for further instructions. Warnings do not install or use this equipment without first reading and understanding these instructions. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to install this equipment - otherwise, death, injury or property damage may occur. These bed rails are intended to prevent an individual from inadvertently rolling out of bed. Do not use for restraint purposes. Unless the bed rail is in the lowest position, ensure that the spring loaded knobs fully protrude through the same respective adjustment hole of each bed rail tube. This ensures that the bed rail is securely locked in position and an even height adjustment is achieved (the lowest position for the bed rail occurs when the bed rail rests against the bed rail stop. Spring loaded pins do not engage into an adjustment hole when the bed rail in the lowest position.) If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
The caller states the bed rail side will not stay up. She states to keep it in position, they have to pull up on it and try the plunger pin.